Event description:
In 2002, during the surgical procedure, it was found that the infundibulo-pelvic ligaments on either side were clamped with the ligasure clamp. The sterile applicator separated from its applicator. The attachment was defective in nature, missing 2 nibs, that allowed it to separate from the instrument. A haney clamp was used after the defective device was removed. Pt did not experience any harm. Recovery was uncomplicated. In 8/2002 discharged in satisfactory condition.